Event description:
Dexcom was made aware on 01/02/2025, that on (B)(6) 2024, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2024. The patient experienced skin stripping which occurred 10 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with soap and water. Upon sensor removal, a layer of skin peeled off (3x4 inches) and it was stuck to the sensor patch adhesive. On (B)(6) 2024, the patient was unable to remove the dressing from the skin which prompted him to go to an urgent care clinic for assistance with the wound care foam dressing change. On (B)(6) 2024, the patient developed an infection in the area and went back to the urgent care clinic and was prescribed a course of oral antibiotic medication (keflex, unspecified dosage). At the time of the 01/05/2025, technical support follow up call the spouse confirmed the wound had already healed after antibiotic treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).